Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was noted that in the lab the vessel size was borderline with concern for calcium lesion however, decision was made to proceed with impella placement for hrpci. The impella was advanced in normal fashion, flows were initiated and single access was obtained for percutaneous coronary intervention (pci). Once pci was concluded, impella was weaned and ready to explant. Explanted and the peel away was removed, perclose was then advanced, however perclose would not deploy despite multiple efforts. Final 2 perclose took however, an 8 fr introducer had to be advanced to maintain hemostasis. At this time, distal flow was assessed. There was no flow past insertion site and the patient¿s blood pressure also began to drop. Vascular surgery was consulted. Levophed and fluid boluses were administered for hypotension. Iliac was reassessed and saw possible perforation. Decision was then made to advance a balloon into the iliac to tamponade while vascular surgery prepped the operating room. Two units of packed red blood cells was administered. Anesthesia then took patient to the operating room for vascular surgery intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿